Event description:
It was reported that an unspecified malfunction/issue occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a diabetic event while being in an active sensor session. This report is 3 of 3 allegations of potential reportable event that had similar event details. At the time of the patient was not receiving any readings from her cgm device but was unable to confirm what type of malfunction happened. The patient was hospitalized due to the event, but was unable to recall specific details of the event, including any medications administered. The patient was discharged after 4 days. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This report is 3 of 3 allegations of potential reportable event that had similar event details. Related records: (B)(4), (B)(4), (B)(4)